Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 509 mg/dl, 213 mg/dl and 169 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of affected product.